Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center had a bent pin and that the video signal was garbled. The issue was found during preperation for use. There were no reports of patient harm. This report is being submitted for the malfunction, no image due to the garbled video signal.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video signals were garbled because the video connector pins were bent. The definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.